Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. A evaluation of the actual sample was conducted and a leak was found related to the reported condition during the evaluation. Sample was visually inspected and a hole was noted in the tubing 4.5 inches down from patient connector on set. Set was pressure tested underwater with a leak being noted where hole is in the tubing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The customer contacted baxter's technical service center regarding a hole in the patient line, which occurred on the homechoice (hc) during use, during drain 1. The home patient (hp) stated that she found water on the floor coming from a pin hole in the patient line and she had no alarms other than a slow flow patient alarm. She called her registered nurse (rn) who told her to end therapy and they advised her not to use the balance of cassettes in the box. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient on (B)(6) 2011 and she said there was a hole in the patient line and there was a leak. Since then she has been resuming therapy successfully. There was patient involvement.